Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional manufacturer narrative- additional codes added. H3. Additional information- all complaint occurrence rates were calculated to be <0.5%. This is considered ¿very low¿. Therefore, this issue does not appear to be design related. Exactech is not aware of any other complaints involving parts from this constrained liner¿s manufacturing lot of (B)(4) units. The device history record (DHR) for this constrained liner was reviewed, and all components were accepted with conformance to the device requirements. There is no other information available. Listed in the product labeling: ¿excessive wear¿, ¿dislocation¿, and ¿prosthesis fracture¿. The potential risks are captured in the risk documents. There is no additional information available.

Manufacturer narrative:
Pending investigation

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 8 years and 7 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023, diagnosis: central subluxation of right hip findings: evidence of previous subluxation events with wear and fracturing of posterior polyethylene liner. No evidence of purulence or signs of infection. The patient was transferred to the bed and then recovery room in stable condition.